Event description:
A pt of unknown age and medical history underwent a neurosurgical procedure for tumor removal (not an approved indication in the united states). The surgical approach is reported as a transphenoidal procedure, in which, bioglue surgical adhesive was applied directly onto autologous fat that had been placed in the pituitary fossa after tumor removal. At approximately 6 weeks post-surgery, the pt required a reoperation secondary to a cerebralspinal fluid leak. During reoperation, the surgeon claims that bioglue had crystallized and he proceeded to remove places of dehydrated bioglue surgical adhesive.